Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the remote control could not connect to the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the remote control could not connect to the ipg. The patient will undergo an ipg replacement procedure.